Event description:
It was reported during pituitary tumorectomy that the bur was used once during the operation, stopped the drill once, and used it again, the drill moved, but the tip of the bur did not turn, and when the doctor checked the tip, he found that it came out and it was broken. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: visually, the shaft was broken 5.68 inches (from the distal end of the diamond grit tip to the break point) when returned. There was contamination on multiple areas of the device including the tip, curved tube, and hub. Functional testing could not be performed due to the broken state of the device. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint, due to physical damage. H6: codes updated. Previous applied fdm b21, fdr c21, fdc d16, img g04041 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during pituitary tumorectomy that the bur tip stopped rotating after being used for drilling once. After checking the tip, the bur came off from the tip and the shaft seemed to be broken. The procedure was completed with backup product. There was no patient impact.